Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated episode in (B)(6) 2025 due to t-wave oversensing, and a request was made to have data from this device analyzed. Technical services (ts) reviewed the episode, noting there was a sudden onset with changes in r-wave and t-wave amplitude and morphology. During this episode, the r-wave average amplitude was 0.39 millivolts (mv), and the t-wave average amplitude was 0.16 mv. The r/t ratio was very low which explains the double detections. Ts also noted similar episodes (both treated and untreated) have been observed since september 2024. In an episode in (B)(6) 2025, ts noted a wide qrs, fast heart rate around 180 beats per minute, and delivery of a shock. After the shock, the qrs morphology returned to normal sinus rhythm. Based on the onset of the episode and the fact that the episode was ended with the shock, the reason for the change in morphology may be due to a real ventricular tachycardia (vt) or due to an atrial arrhythmia with aberrancy. Programming considerations were discussed at length. Besides the inappropriate therapy, no other adverse patient effects were reported. This device remains in service.